Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unspecified step of therapy. Whether the hp was connected at the time of the alarm was also unspecified. However, the hp did state that they had not initiated therapy while unconnected nor disconnect at any time during therapy. The technical service representative (tsr) reviewed the alarm with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.